Manufacturer narrative:
(B)(4). The sample is no longer available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an anti-reflux pca y-set in which the y-junction was cracked. The condition occurred before patient use. There was no patient injury or medical intervention associated with this event. This is report 4 of 4 of the same reported problem from this facility. No further information is available at this time.